Manufacturer narrative:
Section h6 and h10.  Section h10:  multiple attempts to obtain additional information were made, however, the information was not forthcoming.  Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion.  An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  In this case, the cause of the valve stenosis could not be determined. It is possible that patient factors (the progression of pre-existing disease processes) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Correction to the DHR statement previously submitted during the initial MDR on 3-jul-2019.  The statement read " a design history record (DHR) review was performed revealed no issues that would have contributed to the complaint event. Investigation is ongoing." And should have read " h10: a device history record (DHR) review was performed revealed no issues that would have contributed to the complaint event. Investigation is ongoing.".

Manufacturer narrative:
A design history record (DHR) review was performed revealed no issues that would have contributed to the complaint event. Investigation is ongoing.

Event description:
As reported, approximately seven years post implant of a sapien xt via transfemoral approach, the patient underwent a valve in valve (sapien 3 in sapien xt) tavr procedure due to valve stenosis. There was no harm to the patient.